Event description:
It was reported that during a middle cerebral artery (mca) aneurysm case, subject stent got stuck at the proximal end of the microcatheter after part of it went into microcatheter. When retracting the stent, it was deployed inside the microcatheter tail, therefore, the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during a middle cerebral artery (mca) aneurysm case, subject stent got stuck at the proximal end of the microcatheter after part of it went into microcatheter. When retracting the stent, it was deployed inside the microcatheter tail, therefore, the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent delivery wire sdw was found to be kinked/bent, and stent was found to be stuck inside of the microcatheter lumen. The stent was found to be deformed and broken/fractured, it was broken/fractured during analyses, and this will therefore not be coded for. The stent introducer sheath distal tip and microcatheter was intact. Stent deployed prematurely during use functional test confirmed during visual inspection and stent difficult/unable to advance or pullback through catheter - a functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during visual inspection of the returned microcatheter. The remaining ar code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed state and was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'an attempt was made to deliver a 4.0*21 stent; however, the physician found that this stent could not be advanced to go into the microcatheter. A second 4.0*21 stent [which is the subject device of this complaint] was then selected, but it got stuck at the proximal end of the microcatheter during delivery. The physician replaced the microcatheter with a new one, and subsequently, a new 4.0*21 stent was successfully delivered and deployed without further issues. The patient did not experience any discomfort and was in good condition. In the subsequent product condition update, it was clarified that for the second stent, it got stuck at the proximal end of the microcatheter during delivery after part of it went into microcatheter. When retracting the stent, it was deployed inside the microcatheter tail. The stent was returned for analysis in a deployed condition inside the proximal lumen of the returned microcatheter (mc). Once removed (which involved cutting open the microcatheter), the stent was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was also returned, and the middle and proximal end of the wire was kinked/bent. Given the event description, the replies in the good-faith efforts (gfe) follow-up process and the location and condition of the stent, it is likely that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap caused by the proximal sheath movement. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent (and very often to the sdw as well). In attempting to remove the stent, it is further likely that excessive tracking reaction force caused the sdw to slip through the stent. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported codes stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter and the as analyzed' codes stent deployed prematurely during use, sdw kinked/bent, and stent deformed. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during transfer/use.